Event description:
The first stage of aligners were delivered on (B)(6) 2011. Five days later, the pt reported symptoms of a swollen and itchy lower lip, itchy gums, swollen tongue, difficulty swallowing and difficulty in breathing. The pt is a general physician and did not require additional medical intervention, but medicated himself by taking benadryl to alleviate the reported symptoms and took a corticosteroid. A day later, the pt was doing well (almost back to normal). The treating doctor believes that the pt was having an anaphylactic event, that was alleviated by taking benadryl.

Manufacturer narrative:
The aligners are not being evaluated as the product performed in accordance to specs and the device was used in accordance with labeled indications. The treating physician believes that the pt experienced an anaphylactic event, and the pt took medications to alleviate the reported symptoms.